Event description:
It was reported that the customer is constantly receiving no delivery alarms and motor errors alarms on the insulin pump. It was stated that the device was not dropped, bumped or exposed to a magnetic field. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.

Manufacturer narrative:
The pump was received with a operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and motor tests. No motor error alarms or unexpected no delivery alarms were noted. The pump was received with a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the lcd window.